Event description:
It was reported that the implantable cardioverter defibrillator and right atrial lead were explanted due to continued noise. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).